Event description:
It was reported that the customer had high blood glucose levels of 344 mg/dl. The customer reported that there was a leak on the reservoir of the insulin pump. It was reported that insulin was visible on the reservoir compartment of the insulin pump. The customer reported that the fluid on the reservoir compartment of the insulin smelt like insulin. The customer was advised that the reservoir would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).